Manufacturer narrative:
Additional information: on (B)(6) 2019, mentor became aware the patient also experienced breast pain on the right side. On (B)(6) 2020, mentor became aware that the patient underwent bilateral replacement with unspecified 300cc saline breast implants. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on 11/12/2019, mentor became aware that the patient underwent device removal on (B)(6) 2019. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that the patient underwent device device removal and replacement with 330cc saline mentor smooth round high profile breast implants, catalog number 3503330, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2019. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: saline mentor smooth round high profile 290cc, catalog # 3503290, lot # 7338024, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a primary breast augmentation with a saline mentor smooth round high profile 290cc breast implant and experienced deflation on the right side post-operatively. As a result, the patient underwent device removal on (B)(6) 2019.